Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a report on 31jul2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on (B)(6) 2019. The sampling performed on 18jul2019 identified 172 colony forming units(cfu) comprising of the following 2 isolates: 1 - positive rods - bacillus licheniformis. 2 - positive cocci - staphylococcus hominis. Study number: 1203563. On 19-aug-2019, a device history review was performed under (B)(4). The DHR review confirmed the endoscope was manufactured on 24-may-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 25-may-2011. The long term loaner duodenoscope has not been returned for evaluation as of 27-aug-2019.